Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on (B)(6) 2022 via email and attached to the complaint object: as per the customers knowledge, the pump was not in use by patient and was given the pump with the message: system failure acu watchdog failure.

Manufacturer narrative:
Other, other text: device evaluation: we received one pump for investigation, visual inspection performed and found no signs of external damage. Event history log reviewed and showed primary audible alarm post, followed by acu watchdog failure. Acu watchdog failure alarm is a secondary alarm related to the primary audible alarm post. Found 'primary audible alarm post' at power up. The speaker no longer operates as intended due to customer use. To resolve the issue, the speaker was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a system failure auxiliary control unit (acu) watchdog failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.